Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the upper and lower abdomen using the cooladvantage applicator and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2020 using the cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment.